Manufacturer narrative:
Due to the covid-19 pandemic, the investigation for this event will be delayed. We will however, send the follow-up report as soon as our laboratory services are able to return to normal. The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's age and weight were not provided. The customer stated that the event has been occurring since last two months. Since the exact event date was not provided, the event date was captured as (B)(6) 2020.

Event description:
The customer reported that she has been obtaining high blood glucose readings on the contour next ez meter since last 2 months. The customer provided an example, where she obtained a reading of 160 mg/dl on the meter. The customer experienced symptoms such as vomiting and dizziness, which she associated with hypoglycemia. The customer went to an emergency room where her blood glucose reading was 74 mg/dl. The customer was given apple juice in the emergency room after which she felt better. The customer disconnected the call, therefore, the customer could not be advised to return the device for evaluation. A replacement meter was offered to the customer, however, the customer declined the offer. Since the strip information was not provided, this report will be submitted under the meter information.

Manufacturer narrative:
The customer did not return the device for evaluation. Since the lot # for the affected test strips was not provided, the in-house testing could not be performed. Therefore, a device history record was reviewed for the suspected contour next ez meter and no manufacturing anomalies were found.